Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid. The cause of the peritonitis was unknown. Twelve days after the cloudy fluid was observed the patient presented to the hospital and was admitted for the peritonitis event. The same day as hospitalization the patient began treatment with intraperitoneal (ip) fortum and ip cloxacillin (doses and frequencies not reported). Two days later the antibiotics were discontinued and the patient began treatment with ip amikacin for five days (dose and frequency not reported) and ip meropenem, ongoing (dose and frequency not reported). On an unreported date the patient was discharged from the hospital and was recovered from this peritonitis event. The action taken with dianeal therapy was not reported. No additional information is available.